Event description:
The customer reported that the ac light on the front of the pc unit went out intermittently during a patient's infusion. No patient harm was reported. The hospital biomed determined that the unit had a bad power cord, and found error code 120.4610 in the logs. The device was sent back to the rental company for repair and was not available for an investigation.

Manufacturer narrative:
289755 evaluation statement: the reported event of an intermittent ac power issue with error code 120.4610 could not be confirmed, however is most likely due to the damaged power cord that was observed by the biomed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Manufacturer narrative:
(B)(4) evaluation statement: the reported event of an intermittent ac power issue with error code 120.4610 could not be confirmed, however is most likely due to the damaged power cord that was observed by the biomed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported that the ac light on the front of the pc unit went out intermittently during a patient's infusion. No patient harm was reported. The hospital biomed determined that the unit had a bad power cord, and found error code 120.4610 in the logs. The device was sent back to the rental company for repair and was not available for an investigation.